Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tube on an mr290 autofeed humidification chamber "fell off" from the bag spike during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the spike and the feedset tubing were separated from each other. A sufficient amount of glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 121025. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed after the chamber was released for distribution. Testing involving simulated ageing of the feedset to check whether the strength of the glue joint decreases over time revealed that the feedsets on aged chambers were only breaking at 50 to 55n or more and exceeding the specification, proving that shelf life has no negative impact on the ultimate tensile strength of the glue joint. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).